Manufacturer narrative:
Iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) exchange procedure, the patient experienced elevated iop. The lens remains implanted. Cause reported as a patient related factor. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.